Event description:
This report is being supplemented to provide additional information received from the customer. New information added to the following fields: b5 and d10. It was additionally reported that it was hard to push the cannula through the scope and also that when the user was moving over the elevator, it felt like it was getting caught. The scope also felt tight and very hard to get in the right position. The customer was using a non-olympus guidewire when the friction and positioning issue occurred. It was also further clarified that the interventional radiology (ir) procedure was a planned and scheduled rendezvous case with ir assistance. The scope was used in the case to internalize an external drain. It was further confirmed that the patient already had the external drain (percutaneous transhepatic biliary drainage or percutaneous transhepatic gallbladder drainage).

Event description:
An olympus representative initially reported on behalf of the customer that after receiving the scopes back from repair, they are still experiencing channel and elevator issues with items having issues with friction when sending items down the scope channel. The doctors are also having issues getting in position with the elevator. This is reportedly an ongoing issue for all cases requiring the scope and have been observed in both therapeutic and diagnostic procedures. The intended procedure was an endoscopic retrograde cholangiopancreatography (ercp), which could not be completed as the physician was unable to maneuver the scope to access the common bile duct. The procedure was deferred to interventional radiology (ir) and completed with ir. The patient is stable. Olympus received further information clarifying that the issues were seen in two scopes (serial numbers (B)(6). There was a delay in patient care that resulted in deferment to the ir department for intervention, which is ongoing with multiple patients. The customer clarified that procedures were being done urgently and were deferred to ir immediately for completion of procedures. The patients are stable. The exact number of patients/procedures affected are unknown. The date of november 15, 2023, reflected on f13 is when olympus became aware of a non-reportable malfunction. The date of december 15, 2023, reflected on f6 is when olympus became aware of a serious injury through additional information received from the customer. This event is reported under the following related patient identifiers: (B)(6) - patient 1 (tjf-q190v/(B)(6). (B)(6) - unspecified number of multiple patients (tjf-q190v/(B)(6) (B)(6) - patient 1 (tjf-q190v(B)(6). (B)(6) - unspecified number of multiple patients (tjf-q190v/(B)(6). This medwatch is for patient identifier (B)(6).